Event description:
It was reported that there may be an infection. The reporter stated that symptoms included redness and puss, and it looked like there were little pimples around the lead site. It was reported that there were also areas draining puss. It was noted that the symptoms occurred following an implant and the symptoms were at the lead location. The reporter stated that the patient left a message for his healthcare provider and was deciding whether or not he should go to the emergency room. It was noted that the patient had had six surgeries in the last two and a half years and had never had an infection before. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID 3777-60,serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).